Event description:
Additional information was received from a healthcare professional via a manufacturer representative. It was reported that the patient was having extreme difficulty charging and it took up to 3 hours per day and replacement equipment did not resolve. The rechargable device was explanted and replaced with a primary cell due to the charging difficulties and the issue was resolved at the time of the report.

Event description:
A consumer reported that they had a problem with coupling bars and they could only get two boxes filled in. Repositioning the antenna did not resolve the issue. The patient did not get a patient programmer so they could not try communicating with that. The patient did not use a recharging holster and it was too hard for the patient to hold the antenna on their skin and press the buttons on the recharger. An appointment with the patients health care provider (hcp) was scheduled on thursday and the patient planned to bring up the coupling issue. The patients indication for use is parkinsons dual and movement disorders. Additional information was received from a patient. It was reported that there was a difficulty recharging as it was taking too long. The patient also thought the implantable neurostimulator (ins) was off so the implantable neurological stimulator recharger (insr) was used to confirm that the device was off. The previously reported issues maintaining coupling were also reiterated. It was stated that "they always had issues with the unit". The patient then inquired how the ins turned off and then stated "he can't read the instructions" and "no where in the labeling show about the battery and arrow, and talked about what to do". An antenna locate was performed and the patient was instructed to turn the antenna dial, after which, the patient confirmed 4 coupling bars were achieved. It was later reported that the therapy turned off by itself twice; the insr was used to confirm that stimulation was off. It was also unclear if the ins was at a 25% charge or a 50% charge, but it was confirmed that the patient charges everyday for an hour. It was also stated that the insr never shows more than a 75% charge and it was more difficult to find the ins than the manual says; the "instruction sheet" was stated to not be clear.

Event description:
Additional information was received from a patient via a manufacturer representative (rep). It was reported. It was reported that the patient was not charging properly or long enough so the battery depletes and turns off; the battery turned off on (B)(6). The rep also stated that they were on the phone with the patient and they "messed with the buttons so much, it won't work". The rep gave the patient their implantable neurological stimulator recharger (insr).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Event description:
Additional information received from the friend or family member of the patient reported that the ins has shut off three times in three weeks, and that they have a severe complaint about the product. On (B)(6) the patient reported that they have no idea what led to the ins turning off by itself and the difficulty charging/poor coupling. It was stated that it happened around 5am and they got out of bed with significant problems with movement. The third time they noticed with charging process the battery indicator was off. To attempt to resolve the issue the patient tried turning the battery on after the first time, went to a neurosurgeon and reset the device for the second time, and the third time the "battery did not come on again and they" kept trying the process until it came on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis found that the ins was functionally okay, with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.